Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment. Based on the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (rf048f): the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven years post vena cava filter deployment a detached limb was identified in the right ventricle. There was no reported attempt made to capture and retrieve the filter or detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were received. Medical records were not provided. The investigation is inconclusive for the alleged limb detachment. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven years post vena cava filter deployment a detached limb was identified in the right ventricle. There was no reported attempt made to capture and retrieve the filter or detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported that approximately eleven years post vena cava filter deployment a detached limb was identified in the right ventricle. There was no reported attempt made to capture and retrieve the filter or detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart and limbs detached. The device and detached limb(s) were removed percutaneously. It was further reported that a detached limb remains in the right ventricular wall of the heart. The patient reportedly experienced chest pressure; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eleven years post deployment, a CT revealed fractured ivc filter with a broken strut lodged in the right ventricular wall and a piece of the ivc filter in the right ventricle. The part of the fractured filter and the other fragment were removed percutaneously. Subsequently a few days later, the filter was removed. During pacemaker extraction procedure, it was found that one of the struts of the ivc filter had fractured, embolized and became entrapped in the inter-ventricular septum. Upon multiple attempts, the strut was pulled free from the ventricular septum and then removed from the body. Therefore, the investigation can be confirmed for filter detachment. However, investigation is inconclusive for the alleged migration of filter into heart. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eleven years post deployment, a CT revealed fractured ivc filter with a broken strut lodged in the right ventricular wall and a piece of the ivc filter in the right ventricle. The part of the fractured filter and the other fragment were removed percutaneously. Subsequently a few days later, the filter was removed. During pacemaker extraction procedure, it was found that one of the struts of the ivc filter had fractured, embolized and became entrapped in the inter-ventricular septum. Upon multiple attempts, the strut was pulled free from the ventricular septum and then removed from the body. Therefore, the investigation can be confirmed for filter detachment. However, investigation is inconclusive for the alleged migration of filter into heart. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately eleven years post vena cava filter deployment a detached limb was identified in the right ventricle. There was no reported attempt made to capture and retrieve the filter or detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart and limbs detached. The device and detached limb(s) were removed percutaneously. It was further reported that a detached limb remains in the right ventricular wall of the heart. The patient reportedly experienced chest pressure; however, the current status of the patient is unknown